Event description:
Following a catheterization procedure, the physician closed the arteriotomy with a tsl 6fr. Closer device. Some time following the procedure, the pt presented back to the physician because of oozing at the groin site. The physician noted that the site was infected and brought the pt to surgery. The surgeon noted that the suture was no longer in the artery. A graft patch was placed to repair the artery. The pt has recovered without further incident.